Event description:
(B)(4) study. It was reported that there was a pericardial effusion. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure a transesophageal echocardiogram was performed. The images revealed a pericardial effusion of an unknown size was present. There was no reported intervention or other patient complications.